Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided d4: additional device information unknown / not provided h4: device manufacturer date unknown / not provided

Event description:
Doctor reported that during a dental procedure, the driver tip fractured in the head of the restorative screw when tightened with a ratchet wrench by applying a force of 30n. Procedure not completed.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tascd30, (tsv angled screw channel driver 30mm) for evaluation. Visual evaluation was performed, the drivers tip is fractured. Fractured piece not returned. DHR review by lot number could not be performed, as the item/lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the tascd30 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental : functional : fracture. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the torque applied during placement/ seating exceeded recommended value. Therefore, based on the available information, a device malfunction did occur. The driver¿s tip was fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.